Event description:
Tandem clinical diabetes specialist spoke with the customer. After meeting with a healthcare provider (hcp), the customer and hcp felt that the reported fluctuating blood glucose ( high and low bg) levels may be due to an underactive thyroid. The hcp prescribed the customer medication for the thyroid and after being on the medication for 3 days, the fluctuating bg levels were resolved for a few days and then returned.

Manufacturer narrative:
Per the t:slim user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. On (B)(6) 2017, a tandem clinical diabetes specialist was to meet with the customer and assist with any pump setting adjustments that the customer's healthcare provider prescribed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (350-400 mg/dl). Boluses via the pump were delivered to address the bg level and when the bg did not lower, insulin injections were administered. The customer did not think insulin was being delivered via the pump and was the cause of the high bg. The customer stated that "having high bg levels destroys the body". A pump system check was performed and no device issues were identified. Reportedly, at times, the customer had been using humalog in the cartridge for 3 days. Tandem technical support informed the customer that humalog was labeled for 48 hours of use with the cartridge. The customer declined further follow-up from tandem technical support.